Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking]; felt toothbrush come apart in mouth, metal pins had come out of head of the toothbrush - oral-b brushhead [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on 02-feb-2017 that she was brushing her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown as normal when she suddenly felt the oral-b power oral care refills precision clean come apart in her mouth. She described that the metal pins had come out from the head of the toothbrush and into her mouth, and she started choking. The consumer was able to cough the pins back up. She stated that she recently moved from a standard toothbrush to using an electric toothbrush. The case outcome was recovered. No further information was provided.